Manufacturer narrative:
The reported events of inadequate capture and varying low voltage impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold and varying low voltage impedance values. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.